Event description:
The analyzer produced low results for quality control samples. During this time period, the analyzer also produced luminometer data invalid codes. This scenario is consistent with depletion of signal reagent during operation of the analyzer, which could cause false negative ckmb and beta-hcg results. There was no report of patient harm as a result of this occurrence.